Manufacturer narrative:
A spacelabs fse arrived for further analysis and the display unit and system status computer boards were replaced. The device passed all tests and the device placed into service. As the problem was discovered during installation and the issue prevents use of the device until resolved, the investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 that during installation, an arkon (sw version 2.61) was discovered in a failed state with a blank screen and a buzzing noise. The unit was not in patient use and was powered down. No injury was reported.